Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the stent was damaged. No patient complications were reported and the patient's status was stable. It was further reported that the device was found to be deformed upon opening the package and the procedure was rescheduled.

Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR: promus element plus ous 3.00x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted and misaligned. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the stent was damaged. No patient complications were reported and the patient's status was stable. It was further reported that the device was found to be deformed upon opening the package and the procedure was rescheduled.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the stent was damaged. No patient complications were reported and the patient's status was stable.